Event description:
The doctor reported that during implant placement, the implant carrier (mount) fractured. As a result, another implant had to be placed because the implant had a defective hex connection. No adverse patient health effects were reported as a result of the event.the affected tooth position was 35.

Manufacturer narrative:
Zimvie complaint number (B)(4).